Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure for right sided atrial flutter with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and hemostatic valve detachment occurred. During the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath - large sheath could not be used because of a disfunction of the hemostatic valve. A leakage of blood was observed at the proximal part of the valve and it was not possible to flush the sheath through. The sheath was not used for the procedure. No patient consequence. Device evaluation details: on 10/12/2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. During initial visual inspection on (B)(6)2020 it was found that hemostatic valve was pushed inside the luer hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. The returned condition was reviewed and determined it continues to be deemed MDR reportable. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. There is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for right sided atrial flutter with a carto vizigo¿ 8.5f bi-directional guiding sheath, large, and hemostatic valve detachment occurred. During the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath - large sheath could not be used because of a disfunction of the hemostatic valve. A leakage of blood was observed at the proximal part of the valve, and it was not possible to flush the sheath through. The sheath was not used for the procedure. No patient consequence. The hemostasis valve (gasket) did not break into two or more separate pieces, nor detached from the sheath. No air entered the patient¿s body. The issue did not require percutaneous, or surgical removal.